Event description:
The patient presented to the ER after receiving shocks. Upon interrogation, the device was found to be in backup mode. Lead issue suspected, as the last shock or two shunted energy back to the device causing the backup mode. During lead revision, high pacing threshold and externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found in three locations between 8.1cm and 15.4cm from the distal tip. The etfe coating was intact at these locations except for one that was melted during the explant procedure. External insulation abrasions were found in three locations between 10.4 cm and 17.8cm from the distal tip, consistent with friction to another implanted device. The etfe coating was intact at these locations.